Event description:
It was reported that during a gastric bypass procedure, the staple line opened. It was not reported how the procedure was completed. Hospitalization was required. No add'l info was provided.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.